Event description:
It was reported the epg (external pulse generator) powers up, but it won't initialize; the screen goes blank. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment; won't initialize after powering. It was found that the upper/lower cases, ring cover and two side bail covers were broken. The battery release, lead flex cover, and battery drawer were contaminated. The encoder flex was out of specification (crimped flex) and the ring and two side bails were missing.